Event description:
Summary from product incident report: "defibrillator is installed in a cath lab environment. The customer reports that when they attempted to use the defibrillator to treat a pt who had gone into v-tac, the unit failed to fire. The unit had been charged to 200 joules, the audio alert had sounded to indicate charge complete but when the paddle switches were depressed, the unit would not discharge. After two attempts, the user obtained another defbrillator and treated the pt. When the biomed tested it immediately following the incident, he reported the same symptom. He turned the unit off, then back on. No other problems were encountered." The biomed amended this description of events on 9/11/97. He told the co that he had been able to turn the unit off and on in the cath lab and still get the defib to fail to discharge. The problem went away when he transported it to the biomed shop. There was no adverse effect on the pt.